Event description:
Explanting physician reported rupture. The device has been explanted and replaced with a non-allergan device. This record relates to the left side.

Manufacturer narrative:
Phone number: (B)(6). Health effect impact code: (B)(4). A review of the device history record has been completed. No deviations or non-conformities noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: broken observed on the anterior side assessed as unidentified (tear) opening (shell thickness was within specification), broken observed on anterior side assessed as surgical damage and missing shell assessed as inconclusive. Crease/folding of implant-ndr: not applicable as the event is not related to the device. Additional observations: creases were observed.

Event description:
Explanting physician reported rupture. The device has been explanted and replaced. This record relates to the left side.